Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient felt they were now retaining urine. The patient was advised to discuss this with their healthcare provider. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported they had diarrhea but were better now after taking medication. The patient also stated they had irritable bowel syndrome. The patient was again advised to contact their healthcare provider. No further complications were reported.